Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. Insulin injections and bolus deliveries were used to address the bg level. The customer changed the pump supplies multiple times. The cause of the high bg was not known. A pump system check was performed and issues related to the pump were observed. The customer declined to remove the cannula for inspection. Tandem technical support advised the customer to discuss the event with a healthcare provider.